Event description:
Customer reported to beckman coulter, inc. (Bec) that the baths of the coulter ac t diff 2 analyzer overflowed. Customer reported that the spill appeared to be diluent. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical support advised the customer to run a startup. Customer reported that the baths drained properly after the startup. Customer reported that the baths were not overflowing after the startup.

Manufacturer narrative:
Results: bath. This report is one of three reports related to three reportable events that occurred on three different days. This report is related to MDR#1061932-2012-00047 and 1061932-2012-00048. (B)(4).